Event description:
It has been reported to philips that the device's emergency stop button was active, which can impact geometry movements. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the vascular procedure was completed as planned by restarting the system. The philips remote service engineer (rse) analysed the system remotely and confirmed the reported issue. Analysis of system log file showed that the emergency stop was activated. Rse advised the customer with the steps required to clear e-stop. After exercising the switches and geo reset the issue got resolved, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.